Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the arm vessel. A 10.0 x 80, 135cm mustang balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst before reaching the working pressure. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.